Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that issue has not resolved. Imaging center almost killed me after explaining I could not have an MRI they insisted I could but absolutely refused. No actions/ intervention were taken to resolve the issue. Still unresolved. Stimulator will go off completely if they move 1/2 inch any direction. Still not working correctly. Has always been able to alter strength of stimulation either up or down- now it goes off completely if I change positions. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient knew that stimulation can change in intensity if she leaned back or got in different body positions, but she noticed within the last 6 months that she moved half an inch with her spine her stimulation goes completely off, she loses stimulation sensation completely. The patient said she has to stay in a particular position to even get stimulation to come on. The patient is concerned because a pain generating from the exact area where her leads are, at the top of the lead strip. When the patient was asked when the pain at the lead site started the patient said she also has scoliosis and she had noticed about 6 months ago that if she is sitting and leaning to the right she would think what's going on, as stimulation would stop, but if she moved again stimulation would come back but she thought it was just her. The patient said but the other night her legs were hurting so badly and she noticed that she didn't feel stimulation at all but when she moved a little bit it came on, and the patient said that when she moved repeatedly the stimulation would go off/come on. The patient reported she had a fall couple weeks ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their current device does not help. They stated that the device doesn¿t work unless they turn their body like a pretzel. The patient indicated that they are aware that they can modulate the settings, but that does not resolve the issue. They also added that they can turn the device on/off by turning a certain way. The patient noted that they cannot walk and is in a wheelchair. They stated that the stimulator worked for a long time, but now it only works if they hold their spine in a certain position. They mentioned that you can see the device through their skin, and itis hardly under the skin. The patient noted that they have not lost that much weight. They stated that for the past 2 months, the stimulation has gotten to the point to they spend time in bed and have 24-hour constant sensation on their leg and feet. The patient is at their wits end and cannot tolerate it any longer. They also reported that their leads are not in the right spot anymore. The patient stated that they think they come on because they can move their spine. They noted that they feel electricity, which is very painful. The patient mentioned that the sensation feels like fire, and they have random shocks from the implant as well. The patient stated the electricity going through their feet drives them insane. They mentioned that the device is currently off, but then the paresethia is so horrible, that they have to turn it back on. The patient was re-directed to follow-up with their healthcare provider. No further complications were reported or anticipated.